Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be confirmed. Based on the description of the event, it is likely that the reported event was caused by excessive force applied on the cannula. However, this could not be confirmed as the event unit was not returned for evaluation. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: robotic hernia repair. Event description: the rep was not present for the case. Dr [name] was performing robotic hernia repair using da vinci robot. The ctf73 was being used in the camera port. Dr [name] was torquing the camera and was not sure if she was torquing too hard when the cannula broke in half. It did not shatter and there were no pieces missing or that fell into the patient. There was no patient injury. The method of insertion is unknown. The rep visited the facility and confirmed that a si robot was used and the clamp used with the trocar is etched with the letters "eth". Device is available to be returned. Intervention: no pieces fell into the patient. No intervention required. The case was completed. Patient status: no patient injury.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: robotic hernia repair. Event description: the rep was not present for the case. Dr [name] was performing robotic hernia repair using da vinci robot. The ctf73 was being used in the camera port. Dr [name] was torqueing the camera and was not sure if she was torqueing too hard when the cannula broke in half. It did not shatter and there were no pieces missing or that fell into the patient. There was no patient injury. The method of insertion is unknown. The rep visited the facility and confirmed that a si robot was used and the clamp used with the trocar is etched with the letters "eth". Device is available to be returned. Intervention: no pieces fell into the patient. No intervention required. The case was completed. Patient status: no patient injury.